Manufacturer narrative:
Medical device type: corrected to jka. PMA / 510(k)#: corrected to k991120.

Manufacturer narrative:
Date of event: unknown. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes under filled. No serious injury or medical intervention.